Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a low reading of 53 mg/dl on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "head was spinning" and self-treated with glucose and coca-cola. Subsequently, the customer obtained a comparison reading of 400 mg/dl on the adc device. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. In addition, the customer counter treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.